Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: distal conductor fractured; proximal segment returned and analyzed.

Event description:
It was reported that the patient received six inappropriate shocks and that a lead fracture was suspected. The lead was explanted and replaced. No further patient complications have been reported as a result of this event. The patient's status was reported as "ok".